Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant reported that while in use, the ventilator displayed an error 151 - 02 concentration. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device evaluation was performed by a zoll field service engineer (fse). Review of the device logs showed that the last successful o2 sensor calibration was performed on (B)(6) 2024. An o2 cell calibration was carried out, which successfully resolved the tf 151 alarm. Following calibration, the device was able to maintain proper o2 concentration. The device subsequently passed all pm checks and verification testing.